Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the driveline being disconnected could not be confirmed as no log files were submitted for review. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas) and the reported patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU and the heartmate ii lvas patient handbook are currently available. Section 1 of the IFU lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. Section 2 of the IFU and section 2 of the patient handbook advise the user to ¿check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." The patient handbook further explains that the pump cannot run without power. Additionally, section 2 of the IFU provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 of the IFU and section 5 of the patient handbook outline all system controller alarms, including pump off alarms, as well as how to respond to each alarm condition. This IFU outlines the appropriate actions to perform in response to the pump stopping. Additionally, section 8 of the patient handbook lists examples of emergencies, including when the pump has stopped, and what actions to take. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found down on (B)(6) 2023 by a family member. Emergency medical services (ems) stated that the patient was long deceased when they arrived. By the way the patient was lying on the ground, they concluded that there was a sudden event that led to the death. The system controller was reportedly alarming with "connect drive line - 867 minutes." Related MFR # of the system controller: 2916596-2023-06398.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to an unknown cause. It is unknown if the outcome was device or therapy related.